Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Doctor reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 400 mg/dl. Doctor advised the needle may have been bent, patient has had high blood glucose and these events occurred last year as well.